Event description:
The device was used during a laparoscopic cholecsystectomy. It was reported by the affiliate that the trocar could not be armed. A new device was introduced to complete the case. There was no consequence to the pt.

Manufacturer narrative:
Results of evaluation: conclusion; based on the functionality testing, the instrument functioned as intended. The instrument was cycled repeatedly and armed successfully in all cases. The reported incident could not be repeated. Comments; co reviews each incident as it occurs in an effort to continuously improve our products and processes.